Event description:
The contralateral pull wire caught on hooks in the superior attachment system upon jacket retraction. This was resolved with a guiding catheter. There was high jacket retraction force.